Event description:
During evaluation of a returned small volume intermate it was observed that there was very slow fluid flow through the device. It was not specified if the device had been used with a patient. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
H4: the lot was manufactured between june 29, 2023 - july 5, 2023. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid in its bladder. When the blue winged luer cap was opened, very slow drips of fluid were observed coming out of the distal luer which indicated there was partial flow blockage of the fluid path from the device. Subsequent examination on the sample revealed the cause of partial flow blockage was due to excess solvent applied at the solvent-bonded junction of the tubing and distal luer. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.